Event description:
Caller reported a cgm error 42, indicating an issue with the continuous glucose monitoring system. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, but the error persisted, leading to the decision to replace the pump. The pump was confirmed to be under warranty, and the customer was instructed to use multiple daily injections as backup insulin therapy. Additionally, the customer was guided to put the pump into storage mode and instructed to return the defective pump to tandem using a prepaid label within ten days.